Event description:
It was reported that the intra-aortic balloon (iab) had already been inserted when the customer attempted to also add an impella device. During insertion, manipulation, and ultimately the removal of the impella, the iab was damaged. This resulted in sensor failure, gas loss, as well as the iab membrane being torn. The iab was replaced with a new one to continue therapy. The customer had no questions regarding this event nor did they wish to return the iab or provide additional information. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation - perfusionist. The device will not be returned to the manufacturer so we are unable to complete an evaluation. If additional information is provided we will send a supplemental report with the information. Complaint record ID # (B)(4).

Manufacturer narrative:
Occupation - perfusionist. The device will not be returned to the manufacturer so we are unable to complete an evaluation. If additional information is provided we will send a supplemental report with the information. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) had already been inserted when the customer attempted to also add an impella device. During insertion, manipulation, and ultimately the removal of the impella, the iab was damaged. This resulted in sensor failure, gas loss, as well as the iab membrane being torn. The iab was replaced with a new one to continue therapy. The customer had no questions regarding this event nor did they wish to return the iab or provide additional information. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint#: (B)(4).

Event description:
N/a.